Event description:
It was reported that during a hemorrhoidectomy, the force of firing the firing handle was very high and the firing handle could not be grasped after the device was inserted in the anus as usual following the purse-string suture. When the doctor rotated the adjusting knob to open side to release the device, only the gap setting scale was changed but the device could not be released. The doctor asked another doctor for a help. When another doctor rotated back the adjusting knob to close side and he fired the device again after the orange indicator came down to the green area, the device could be fired as expected. Doctor commented that the firing was usual. The resected tissue was only mucus membrane and was not contained muscular walls. The device was used as-is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. Event could not be confirmed as the adjusting knob worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.